Manufacturer narrative:
(B)(4). Batch # m52y0u. Additional information was requested and the following was obtained: did any pieces fall off of the broken cartridge? No. The cartridge was found to be broken before use on the patient. If yes, did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the cartridge? Yes. If no, were they discarded? The analysis results found that the tcr75 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge was found to be broken on the side segment. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.